Event description:
It was reported that the implantable cardiac monitor (icm) started to come out of the pocket approximately three days after it was inserted. The icm device was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).